Event description:
Event description cpi received information indicating this patient's ventricular pacing thresholds had increased since the implantation of his implantable cardioverter defibrillator (ICD). The thresholds are still within acceptable limits.